Manufacturer narrative:
A product evaluation/investigation summary was performed. The investigation of the complaint articles indicates that: 1 x part 310.423 / #lot l288254 / drill bit ø 4.3 mm, length 280 mm, for no. 324.007. The visual inspection has shown that the entire length (approx. 25mm) from the fluted tip section is broken off. The broken off portion and the stop ring was not returned. The ø 4.3 mm of the drill bit close to the breakage was measured. Conclusion: the measuring result does show conformity. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel as required and the measured harness was within the specifications. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. It is likely that a combination between intense use and a mechanical overload during use, or mishandling during the cleaning process did lead to breakage of the device. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformance. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed for part # 310.423, lot # l288254: manufacturing location: (B)(4) , manufacturing date: 31. January 2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit broke during cleaning process. No patient involvement reported. This report is for one (1) 4.3mm drill bit/qc/280mm. This is report 1 of 1 for complaint (B)(4).